Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set was bulging the following information was received by the initial reporter with the following verbatim: patient was on a protonix drip. New tubing was hung up with medication in IV pump. Shortly after starting the infusion the pump began alarming. Channel error was read on screen. When disconnected tubing from patient, it had a bulge balloon in the tubing where it hooks into pump. No harm came to patient. Only slight delay in medication delivery. New tubing worked well. No patient harm. Rl# (B)(4).

Event description:
Material#: 2420-0500, batch number#: unknown. It was reported by customer that patient was on a protonix drip. New tubing was hung up with medication in IV pump. Shortly after starting the infusion the pump began alarming. Channel error was read on screen. When disconnected tubing from patient, it had a bulge balloon in the tubing where it hooks into pump. No harm came to patient. Only slight delay in medication delivery. New tubing worked well. No patient harm. Rl#: 283754. Patient was on a protonix drip. New tubing was hung up with medication in IV pump. Shortly after starting the infusion the pump began alarming. Channel error was read on screen. When disconnected tubing from patient, it had a bulge balloon in the tubing where it hooks into pump. No harm came to patient. Only slight delay in medication delivery. New tubing worked well. No patient harm. Rl#: 283754.

Manufacturer narrative:
It was reported that there was a bulge in the tubing. One sample model 2420-0500 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and an infusion run was performed at a rate of 125 ml/hr for one hour. No bulge in the tubing was observed. The customer complaint was unable to be replicated.